Event description:
It was reported that a pta balloon ruptured during the first inflation while being used to treat an in-stent stenosis within a right upper arm axillary loop graft. Reportedly, during retraction through the introducer sheath, the pta balloon became lodged within the sheath and both were removed simultaneously from the pt. No pt injury.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. The complaint sample has yet to be returned to the MFR to date.